Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up and the atrial lead exhibited oversensing. A chest x-ray performed on (B)(6) 2015 revealed the lead dislodged. The lead was explanted and replaced on (B)(6) 2015.

Manufacturer narrative:
(B)(4).